Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the customer's reported event. Fse opened the instrument's back cover and found dried up fluid in, around, and under many of the internal assemblies, as well as the bent nozzle assembly. Fse cleaned the internal surfaces, lubricated carousel gears, and replaced the sample nozzle assembly. Fse powered up the instrument but error 4019 z-axis home not found followed. Fse checked the sensor s202 and found more liquid buildup in the area and components. Fse cleaned the sensor and attempted to perform tests but the error repeatedly followed. Fse inspected the cabling from sensor s202 to the power board and found more dried liquid buildup. The issue is not able to be resolved. Fse escalated the investigation findings and requested the instrument be replaced with another aia-360. Field service management approved a replacement aia-360 to be shipped to the customer. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There was one (1x) similar complaint identified during the searched period. The aia-360 operator's manual in section 7-1: list of error messages. Error 4004 is turn table slip. This message is generated when the turntable motor slipped. The solution for the customer is to turn the power off and on again. If this is problem recurs, contact the service department. Under chapter 5: maintenance, under daily checklist provides guideline for the customer to check if the sampling needle is bent or broken, before starting analysis. In addition, in sampling needle replacement process is described as: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. The most probable cause of the reported event was due to bent sample nozzle assembly

Event description:
On (B)(6) 2018, a customer reported error 4004 turn table slip and substrate temperature errors on the aia-360 instrument. Technical support specialist (tss) had the customer turn off power and remove the back cover to check the sample needle. Customer reported the sample needle is bent. Customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb), cardiac troponin I (ctnl 2), and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb, ctnl 2, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The aia-360 instrument was received at the instrument service center (isc) for in-house investigation. Isc investigation could not verify the issues with the device. The instrument was tested for functionality and standard instrument set up conducted including calibration curve, quality controls, and precision tests. All results fell within acceptable range. In addition, isc could not duplicate the reported error messages. The most probable cause could not be determined. The instrument functions as intended.

Event description:
N/a.